Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: dtba1q1 ICD, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient went to the emergency room for shortness of breath and was admitted to the hospital for acute exace rbation of chronic heart failure (chf) and chronic obstructive pulmonary disease (copd). It was also reported that the left ventricular (lv) lead had no capture and was dislodged. The lv lead was explanted and replaced. The patient is a participant in the product surveillance registry study. No further patient complications have been reported as a result of this event.